Manufacturer narrative:
The affected cannula along with the blood pump was returned to berlin heart gmbh. The reported event occurred on 2025-04-09, which is (758 days) after the cannula in question was placed on the patient. During initial visual inspection of the returned section of the cannula, the reported crack was confirmed. The damage was found at the inflow end of the cannula. The affected cannula was clearly exposed to excessive stress, which ultimately led to the damage reported. According to the patient's history, several pump changes were performed over a period of 758 days and it may have contributed to the damage. The damage of the cannula was immediately noticed by a clinic staff and appropriate action was taken.

Manufacturer narrative:
The excor atrial cannula ø 12/9 mm; l 32 cm; head 23 mm (lot: 00119829) was in use on the patient from on (B)(6) 2023 to date. The event occurred on 2025-04-09, which is (758 days) after the cannula was placed on the patient. We have reviewed the production records of the cannula lot no: 00119829 and concluded that this product was produced according to our specification. According to the production records, a total of (B)(4) cannulas with this lot no. Were produced. Out of (B)(4) cannulas, two were distributed and used on patients in (B)(6), two were implanted on patients in (B)(6). The fifth cannula was implanted in USA (subject of this report). There are no more complaints associated with this lot number. A detailed investigation report will be provided as soon as it is available.

Event description:
On (B)(6) 2025, the site contacted (B)(6) inc. Clinical affairs (ca) to report that a call was received from the patient's bedside nurse with concerns about an area on the inflow excor atrial cannula ø 12/9 mm; l 32 cm; head 23mm (lot: 00119829). The implanting surgeon assessed the patient bedside and made the decision to upgrade the patient to ICU to excise the concerning area of the cannula. During transport, the patient began having a seizure. After the seizure ended, a drop of blood was noticed on the outside of the cannula at the level of the titanium pump stub. The cannulas were clamped, the affected portion of the cannula and excor blood pump were removed, and the patient was placed on ECMO. The patient was then taken for a head CT which was negative for any acute events. After returning from CT, the site reports that the patient began waking up and was appropriate in movement and speech. The site provided a video of the pump and cannula portion that was removed. On (B)(6) 2025, the patient was switched from ECMO to an excor blood pump.